Event description:
It was reported that the user experienced elevated blood glucose reported at 398 mg/dl and suspected a charging malfunction after observing the ilet at 55% charge despite approximately 30 minutes on a secondary charger during a shower; the user was advised to try an alternate charger and outlet to confirm charging function. Symptoms included hyperglycemia. Outcomes included no alarms, no hospitalization, and no reported injuries. Investigation included customer care remote troubleshooting and user education focused on power supply, charger, and outlet verification. Investigation of this case revealed that the device appeared to be not charging, with potential issues related to the external charger or power source rather than an internal pump fault. It was concluded, based on previously established findings for similar reports, that the most likely cause was user-facing charging issues attributable to the external charging setup or environment.

Manufacturer narrative:
Initial.